Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. A system check with tandem technical support revealed blockage in the tubing. Customer replaced tubing and resumed insulin therapy. Customers blood glucose was 600 mg/dl.